Event description:
Device issue: shaft separation. Time of device issue: during stenting procedure. Adverse event: none. It was reported that during advancing the 4.0x12 xience v sds through a non-abbott restenosed stent, the physician felt resistance advancing through the restenosed non-abbott stent, and the mid shaft separated. There was no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) revealed the stent implant was stationary between the markers of the tightly folded balloon with no damage noted. Analysis of the returned device confirmed a shaft separation in the hypotube shaft distal to the strain relief tubing which is inconsistent with the reported mid shaft. It is possible that this was the intended reported detachment location. The material was stretched and jagged at the separation. The fracture faces were oval and appeared to have kinked prior to the separation. The sds was being advanced through a previously implanted non-abbott stent with re-stenosis in which there was resistance felt. It should be noted that the xience v instruction for use (IFU) states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Interaction with the previously implanted non-abbott re-stenosed stent appears to have contributed to the reported resistance and difficulty to position. As a result of the resistance, the hypotube shaft likely kinked and subsequently contributed to the separation. Analysis also noted four kinks to the hypotube distal and proximal to the separation. The noted kinks could have either occurred during the procedure as a result of the resistance or from post procedure handling. There was a kink to the soft tip distal to the clear gap. There was no other damage noted to the sds. This damage was not reported and most likely resulted from handling of the product post-procedure during packaging for shipment back to abbott vascular. The noted tip damage does not appear to have contributed to the reported difficult to position; however, it is uncertain if the noted kinks contributed to the hypotube separation. A review of the finished product lot history records did not reveal any nonconforming material records and there have been no other incidents reported for detachment of device, difficult to position and off label use (implanting in a re-stenosed stent) for this lot. The reported difficult to position and detachment of device appears to be related to the circumstance of the procedure and there are no indications of a product quality deficiency. All sds are 100% inspected for proper outer diameter dimensions and damage prior to release of the lot. Additionally, a quality control (qc) audit inspection is used to verify the product quality.